Event description:
While attempting to defibrillate a patient the device discharged once at 120 joules; however on the second attempt to delivery energy, the device failed to discharge. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent biomed testing, the device displayed a "defib fault 108" message.